Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke at the shank during a craniotomy procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The drill bit reported involved in this event was returned for evaluation. On receipt of the drill bit the reported malfunction of a broken drill bit was confirmed. The returned bur was evaluated by product engineering; the bur was observed to be broken. During the engineering evaluation, wear was noted on the drill neck. The location of the wear is external from the attachment. It is likely to have resulted from contact with hard material (most likely metallic) in the surgical site during use. This would have increased localized stress on the neck of the drill resulting in the break. This drill broke due to wear on the neck from metal contact during use. The associated handpieces for use with this drill bit instructions for use (IFU) contain the following indication for use; "when used with a variety of cutting accessories, the device is intended for surgical procedures involving the drilling of bone and hard tissue".

Event description:
It was reported that the bur broke at the shank during a craniotomy procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.